Event description:
It was reported a patient underwent an abdominal aortic aneurysm repair procedure on (B)(6) 2022 and barbed suture was used to suture the abdominal wall. After the surgery on (B)(6) 2022, wound dehiscence occurred and re-operation was performed. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained:the patient demographics] the patient was a 63-year-old female and was 152 cm tall and weighed 52 kg. [Current status of the patient and the progress] the patient has been discharged from the hospital. [Health injury details] reoperation after dehiscence [treatment details] the patient underwent surgery on september 30 and reoperation on october 8. The surgeon who performed the reoperation was not dr. Tabata but another surgeon. The fixation tab was damaged and dehiscence had occurred. The length of the wound was about 20 cm. On the surgery on september 30, the abdominal wall was sutured with 1a301 in aaa, and dehiscence occurred on october 8. The patient had taken 2.5 ml of steroids. On october 24, at an outpatient visit, the surgeon asked the sales rep about how to use the product properly, and the surgeon used a sample sxpp1a301 using a fascia model in front of the sales rep. The surgeon asked the sales rep, ¿when using sxpp1a301, I put a cross stitch when I start suturing. Is this correct?¿ the sales rep told the surgeon that there was no problem with the method. [Surgeon¿s opinion about causal relationship between product and event] yes, there is. [Surgeon¿s comment] because the part where it was dehisced was not the part where the suture broke but the part where the fixation tab was damaged, the surgeon considers that the complaint product was related to this event. [Medical history] rheumatism attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason for giving 2.5ml of steroids? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Did the surgeon take at least one stich in the opposite direction of the incision upon first pass prior to completing the cross stitch? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Was there any precipitating stress factor for the suture breakage? Can you describe the appearance of the stratafix suture during second procedure, if applicable? Please describe the damaged fixation tab. Please describe the dehiscence observed on october 8, 2022. What tissue dehisced? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will the product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the reason for giving 2.5ml of steroids?=>no further information is available. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?=>no further information is available. On what tissue was the suture used?=>no further information is available. What was the tissue condition (normal, thin, calcified, fragile, diseased)?=>unknown was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?=>yes did the surgeon take at least one stich in the opposite direction of the incision upon first pass prior to completing the cross stitch?=>yes. Were two reverse stitches performed across the incision prior to closure?=>unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?=>not reported did the stratafix suture break? If so, where was the break noted (termination, middle, end)?=>yes, broken at fixation tab. Was there any precipitating stress factor for the suture breakage?=>unknown. Can you describe the appearance of the stratafix suture during second procedure, if applicable?=>broken at fixation tab. Please describe the damaged fixation tab.=>unknown. Please describe the dehiscence observed on (B)(6) 2022.=> the length of the wound was about 20 cm. What tissue dehisced?=>abdominal wall tissue. Other relevant patient history/concomitant medications?=>rheumatism what is the physician¿s opinion as to the etiology of or contributing factors to this event?=> because the part where it was dehisced was not the part where the suture broke but the part where the fixation tab was damaged, the surgeon considers that the complaint product was related to this event. What is the patient's current status?=>the patient discharged. Lot number?=>unknown. Will the product be returned? =>no device will be returned.